Event description:
Related to MFR report # 2183959-2012-01296. It was reported that on or about (B)(6) 2011 the plaintiff was implanted with ams monarc subfascial hammock to treat pelvic organ prolapse and urinary incontinence. The plaintiff's attorney has alleged that the plaintiff has "severe and permanent bodily injuries and significant mental and physical pain and suffering, and economic losses." Plaintiff's attorney has also alleges that "in many cases, including plaintiff's, the women have been forced to undergo extensive medical treatment, including, but not limited to, operations to locate and remove the product, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.